Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event reportable event of loop failure to cut.

Event description:
Note: this report pertains to the first snare used in the procedure. It was reported to boston scientific corporation that a sensation large oval med stiff snare was used in the rectum during a colonoscopy procedure for polyp removal performed on (B)(6) 2024. During the procedure, it was reported that four snares were used. The first snare encountered a problem as it would not cauterize, which is classified as a reported event. The second snare made a cracking sound, and the wire came loose. The third snare also had a problem because the handle was broken. Fortunately, the fourth snare functioned correctly. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.